Manufacturer narrative:
The device was returned to olympus for inspection, and the reported no image failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: noise on the image a root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the noise on the image malfunction found during evaluation was due to a damage charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during inspection for use. There was no patient involvement.